Event description:
An aus device was implanted on 8/4/83. The balloon and pump were revised on 5/30/90. The balloon and pump were removed from the patient and replaced on 2/19/97, due to "disruption of connection between reservoir tubing and scrotal pump."